Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed one opening assessed as surgical damage. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Continued e.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.